Event description:
Customer reported via phone, during the night she was experiencing low blood glucose of 40 mg/dl and the insulin pump did not suspend. Customer was advised by her doctor the threshold suspend feature was not turned on. Customer declined troubleshooting since her doctor made adjustments to the settings. Customer then later stated the insulin pump did go into threshold suspend, sensor glucose was below 40 mg/dl and blood glucose was 218 mg/dl, treated by administering a bolus. Threshold suspend was set to 60 mg/dl. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-15454.